Event description:
A patient reported experiencing inaccurate erratic results with a ft meter. The patient's blood glucose results were 431 mg/dl, 85 mg/dl, 498 mg/dl. Tests were done within < 10 minutes with a difference of 72%. Patient did not experience any adverse events. No further information has been reported.